Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. The pump was not charging during the reported events. The customer¿s highest reported blood glucose was between 300-400(mg/dl). Reportedly, the customer declined troubleshooting.